Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. The customer stated that the alarm occurred the day prior, and, after changing the insertion site, he still was not receiving insulin. The customer's mother stated that the customer had reverted to manual injections. The customer's blood glucose was 148 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime. The customer stated that insulin did not exit. Advised customer to run a manual prime, and insulin did exit the tubing. Advised customer that the insulin pump was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.